Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had bent cannulas on 3 of the 5 sensors. Customer stated that one sensor that was removed had an electrode that was stuck in his skin. Customer's blood glucose was 8.8 mmol/l. Customer removed it with his fingers. Customer stated that the first 2 sensors were great but the other have had bent cannulas. Customer is going back to see his doctor next week and will insert a sensor with the doctor.

Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors found 2 of the 5 sensors cannulas are broken and missing pieces. The 3 remaining sensors have bent cannulas. Unable to confirm if the customer received the sensors in said condition due to the sensors were returned opened and used.